Event description:
No new information.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they were needing to recalibrate the implanted neurostimulator (ins). Patient said that they had recalibration once before around january 5th or 14th of this year because the prime was set too high. Patient noted that they got fully released from their 90 days post-op, so they started physical therapy and were being more active. Patient mentioned that they have been in more physical therapy with different little changes and they didn't know if the pressure they were feeling now was the new kind of pain that they adjusted to or if they could do better. Patient stated that the pressure didn't start out really bad, but as they were working throughout the day and bending over, the pressure in their lower back and between their shoulder blades started building up. Patient then said that at first they hadn't realized that a lot of the pressure and tension in their spine was coming from their implant battery until the implant battery died and they felt it die and they melted like butter. Patient confirmed that they noticed the pressure wasn't nearly as bad after the implant died, but they were still having moments where the pressure seemed like it was too much and if they tried to turn the stimulation off, they would get 10-minute "spurts" in a 30-minute time frame. Patient mentioned they get a 10 minute "spurt" and then the patient has to lay down for 30 minutes to relieve the pressure off their back. When asked for the event date, patient said that it was about two weeks ago but they couldn't figure out if that was just their new limit or if it was because of something they were doing again. Patient also mentioned that about three weeks ago or a month ago, they got a diagnosis of hypermobile ehlers danlos syndrome (heds). Agent reviewed role of medtronic rep. The patient was redirected to their healthcare provider to further address the issue.